Event description:
It was reported that a patient with a severely retroverted uterus underwent a thermal endometrial ablation procedure in 2007. At about one min. And thirty seconds into the procedure, the patient complained of severe pain and cramping in the anterior portion of her uterus. The procedure was aborted. Additional local anesthesia was given to the patient. The procedure was restarted and a treatment time of six and one half minutes was achieved before the procedure was stopped. The patient was sent home as normal, but was readmitted to the hospital in the afternoon with extreme pain. The next day, laparoscopy was performed to identify the cause of the pain and no causes were found. A laparotomy was performed to investigate for pain and no cause was found. The patient's pelvic pain continued for forty eight hours and after forty eight hours, the pain was then noted in the shoulder and upper chest area. The surgeon opines that ineffective block, pre-operative medication, and anxiety were contributing factors to the reported pain and reports no malfunction of the device. The patient's pain subsided and she was released from the hospital after four days.

Manufacturer narrative:
Date sent to the FDA: 06/22/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.